Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).

Event description:
It was reported that this implantable pacemaker's battery projected longevity was noted to have decreased two and a half years over the course of one year. There had been no significant changes to the patient's clinical requirements or programming during this period. The device data was forwarded to boston scientific technical services (ts), and it was confirmed that the battery was depleting normally. The decreased longevity was determined to be the result of the normal change from the coulometer based to a voltage-based calculation. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker's battery projected longevity was noted to have decreased two and a half years over the course of one year. There had been no significant changes to the patient's clinical requirements or programming during this period. The device data was forwarded to boston scientific technical services (ts) and is currently pending review. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.